Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A physician called to report that the customer was in the hospital. He stated that the insulin pump had malfunctioned, and delivered too much insulin. The customer came on the line, and stated that had been hospitalized with a blood glucose of 596 mg/dl, but he later dropped to 33 mg/dl. The customer stated that he was wearing the device at the time of the event. The call was disconnected at this time. Nothing further was reported.